Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced display anomaly. Customer reported that display began to fade in some areas and was blank in others. Customer reported that when the act button was pressed, a black line would go down the display screen. Customer also reported that display screen was blank more than it was on. Customer's blood glucose was 320 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display, black line anomaly or missing segment/partial display anomaly noted. Device was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Device received prime alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to prime alarm. Device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, broken battery tube threads and cracked reservoir tube lip.